Event description:
The customer reported to baxter (B)(4) of a one-link needlefree IV connect stand bore non dehp cath set in which the set "leaks at distal (female) end of set. Appears that leak is coming from under collar that fits over the tubing itself. Noted after set attached to catheter hub and line was opened. Patient reported feeling fluid running down arm and leak noted." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:one sample was received for evaluation. Visual inspection was performed. It was observed that the tubing bonded to the female luer adapter had been partially pulled out of its bond. Solvent residue was present in the separated area of the female luer adapter, implying the tubing was initially properly bonded to the female luer adapter and had somehow been subsequently partially pulled out, resulting in the leak. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.